Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4). Conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during set up, the cuvette was not reading. It is unknown as to whether the product was changed out, if there was any affect to the patient or the results of the surgery. This event is associated with a voluntary safety alert that was submitted on (B)(6) 2015. The safety alert number is (B)(4).

Manufacturer narrative:
The sample was not returned for evaluation. A retention sample from the same product code/lot number combination was obtained for investigation. A review of the device history record revealed no manufacturing anomalies. The retention sample was microscopically inspected, and the magnet of the cuvette did not reveal any potential defect that would inhibit part functionality. The retention sample was found to not have difficulties connecting to the cdi500 monitors. The strength of the magnet in the retention sample was measured and found to be within tcvs specifications. This event is associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.